Event description:
Technician alleged brake mechanism locked into place, but brakes would not hold.

Manufacturer narrative:
Technician found brakes would not hold from age and normal wear. He replaced worn caster and adjusted brake not resolve.